Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. D8: was this device serviced by a third party servicer?: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was communication that the device was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, renal dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to heart failure with reduced ejection fraction, right ventricular and renal failure. The outcome was not device or therapy related, the device operated as expected, and the device would not return. The right heart and kidney failure were not pre-existing. The onset of the right heart failure was visualized through poor right ventricular function captured on an echocardiogram during the implant procedure on (B)(6) 2024. The left ventricular assist device (lvad) did not cause or contribute to the right heart failure. A right ventricular assist device (rvad) was placed, and the patient was started on inhaled epoprostenol which provided adequate right ventricular support. Creatine lab values climbed from 1.05 to 2.22 within 24 hours following the implant procedure. The patient was placed on continuous renal replacement therapy (crrt) on (B)(6) 2024, and the patient's creatinine was down to 1.25 on (B)(6) 2024. A discussion was had with medical providers and the patient's spouse and the decision was made to put the patient on hospice and withdraw lifesaving measures. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.